Event description:
It was reported that the pt underwent pump pocket and catheter revision as the pump had flipped several times with subsequent twisting and breakage of the catheter. The subcutaneous portion of the catheter had broken and the remaining portion of the catheter was twisted. The pt was large and the pump had flipped several times. At the time of the revision, the pump flow rate was decreased by 50%. The following day, the pt was airlifted to the hosp after the husband found the pt unresponsive. The hcp decided to have the pump turned off and removed. It was believed that the pt had twisted the catheter numerous times decreasing the amount of medication received and that after the revision with the new catheter the pt received too much medication. Final pt outcome was not reported. Please refer to MFR's report #: 6000030200802409.